Event description:
Datascope delivered a replacement ambulatory transceiver. Tranceiver stopped transmitting after 15 minutes of service, alarm system did trigger. Datascope technical support has reproduced the tranmission problem both in 1/4 band and full band. Ge medical systems have been given the failed transmitter for analysis. Ge acknowledges that all telemetry systems have some amount of dropout (up to 12 seconds can occur), this transmitter failed for 2 hours. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.